Event description:
It was reported by the customer on the morning of (B)(6), the normal operation of the nurse placed the needle, push injection of saline, the plastic tube at the joint of the steel needle to see the liquid continues to flow, judging that the joint cracked, immediately remove this needle, replace the new hong kong needles, and explain to patient and family.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.